Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light with no battery inserted, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.